Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis confirmed an elevated current consumption of the ICD. Based on the available information, the root cause of this observation was not determinable, however, a defective component cannot be excluded. For a root cause investigation an analysis of the ICD itself would be necessary. Should the ICD become available for analysis, this report will be updated.

Event description:
This device shows high current consumption. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.